Event description:
On (B)(6) 2010, pt reported he saw air bubbles in his infusion tubing. Had pt complete troubleshooting and prime 8 units of insulin through the infusion tubing. Pt stated the air bubbles appears to be gone and he did not see any. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.